Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled: ¿dual mobility cups in revision total hip arthroplasty: efficient strategy to decrease dislocation risk¿, by axel schmidt, md, cecile batailler, md, camdon fary, fracs(orth), faortha, elvire servien, md, phd, sebastien lustig, md, phd, published in j arthroplasty. 2020 feb;35(2):500-507. Doi: 10.1016/j.arth.2019.08.060. Epub 2019 sep 5. Pmid: 31563399., was reviewed. Authors retrospectively reviewed 295 revisions of total hip replacements between 2006 and 2016 (femoral stem only revisions were excluded from consideration), whereby dual-mobility cups (dmc) were implanted in 184 revisions, and standard mobility cups (smc) were implanted in the remaining 111 revisions. Competitor acetabular products were used in all dmc constructs. Depuy pinnacle cups and liners were used in smc scenarios where bone defects were small (74 cases), and cementless jumbo depuy spirofit cups and liners for severe acetabular bone defects (37 cases). Depuy bone screws were used to improve stability (in 18 cases) utilizing pinnacle cups. The study found that dmc compared to smc has a significantly decreased risk of postoperative dislocation without risk of early aseptic loosening at medium term follow-up. Complications identified for the smc (depuy) group: 10 ¿ hip dislocations were revised (specifics not provided). 4 ¿ hips were revised to address aseptic loosening (specifics not provided). 4 ¿ hips were revised to address periprosthetic joint infection (specifics not provided). 1 ¿ hip was revised to address periprosthetic bone fracture (specifics not provided).